Manufacturer narrative:
The devices were not returned for evaluation. We are unable to confirm the bent or kinked cannulas or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The mother reported that the patient's blood glucose reached above 300mg/dl while wearing each pod longer than 48 hours. She was unable to identify specific pods or events, as she did not report the issues as they occured. She stated in some instances, when the pods were removed, there were kinks and bends in the cannula.